Event description:
The customer reported via phone call indicating that she had low blood glucose but hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated that she passed out in the (B)(6) parking lot. The customer reported the incident for document only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.